Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, it was reported that the patient was notching tubing into applicator prior to pulling back white center post, she is removing the applicator from the outer edges rather than from the white center post leading to bent cannula. The blood glucose level was high (421 mg/dl) which was corrected by correction bolus via pump. The patient required third party assistance from health care professional (hcp) due to hyperglycemia.